Event description:
The customer reported the white blood cell (wbc) control sample results on the coulter lh 500 hematology analyzer were outside of the linear range. The customer also reported that the instrument was not lysing. The customer uses the instrument to test quality control materials that they manufacture and they do not run patient samples or whole blood. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/30/2015. The fse found that pinch valve pv7 was not working. The fse replaced the pinch valve, which resolved the wbc linearity and the lysing issues. The repairs were verified per established procedures. (B)(4).